Event description:
The customer received questionable results for multiple assays for nine patient samples. Of the data provided, only the total protein result for one patient sample was discrepant and reported outside the laboratory. The initial result from the sample processed by the modular preanalytic analyzer (mpa) was 0.0 g/dl and was reported out. The sample was repeated on (B)(6) 2013 on the other cobas c501 analyzer at the site and the result was 6.7 g/dl. The repeat result was believed to be correct. The customer stated they did not think the patient was treated or there were any adverse events. The patient was discharged. The total protein reagent lot number was 67544701 with an expiration date of 04/30/2014. The customer refused a service visit and stated the issue corrected itself when they performed a system reset and restarted the analyzer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.